Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the infusion set was leaking at the site. Blood glucose level at the time of the incident was 413 mg/dl. High blood glucose troubleshooting was declined. Neither the insulin pump nor the insulin pump were replaced or returned for analysis.